Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal to distal right coronary artery (rca). A 3.00 x 38 synergy drug-eluting stent was advanced but met severe resistance and failed to cross the lesion. The device was removed from the patient and it was noted that the distal edge of the stent had been lifted. The procedure was completed with a 3.00 x 32 synergy. No patient complications were reported.